Manufacturer narrative:
On march 26, 2024, mentor received the following additional information. Patient age at the time of event: 58 years old. It was reported that the patient had become chronically ill and due to this, desired bilateral breast implant removal. A consultation was conducted on january 03, 2024. No specific symptoms were reported. As an event for the contralateral side was indicated, another file was generated to document the event. This report is for the left breast prosthesis. Refer to manufacturing report number 1645337-2024-04157 for the contralateral event. As the patient had her consult prior to the explantation date, the date of event was updated. Updated date of event: january 03, 2024. On april 02, 2024, the mentor analysis lab received the suspect medical device for evaluation. On april 04, 2024, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection of the device. Visual analysis of the returned sample revealed that the breast implant was found to be ruptured. Additionally, an area of shell abrasion was observed on the edges of the rupture. The evaluation determined that the possible cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. At the present, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). Reason for device explant and/or reoperation: generalized illness. H6 health effect - clinical code e2402: generalized illness. On april 05, 2024, mentor became aware that information was inadvertently omitted from the initial report. In the initial, the event description should have included that the patient's removal surgery was on (B)(6) 2024. Manufacturer¿s reference number: (B)(4) in the initial, b5 event description should have included that the patient's removal surgery was on (B)(6) 2024.

Event description:
It was reported that a patient underwent a primary breast augmentation surgery with implantation of a 385cc mentor memorygel breast implant prosthesis. Post-operatively, the patient underwent bilateral breast implant removal without replacements. However, during the removal surgery, a ruptured left breast implant was discovered. There were no reported procedural delays or patient consequences due to the discovery. The date of implantation was provided to mentor as a best estimate. Mentor became aware that a discrepancy was observed when the information reported included a date of implantation that occurred prior to the manufacturing date of the breast implant. As this is not possible, mentor associates reached out for further information, yet multiple attempts were unsuccessful. If new information becomes available, mentor will submit a supplemental report.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).